Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
It was reported that a 7" (18 cm) appx 0.62 ml, smallbore quadfuse ext set w/4 microclave¿ clear, 4 clamps, luer lock generated a leak. It was reported that when the patient was due for tubing change, she disconnected all line from the quad fuse to dispose, she left the ivf infusing while waiting for new specialty bag from the pharmacy. About an hour later she noticed a puddle on the floor, she investigated all the line, and she discovered one of the claves on the quad fuse was actively leaking/dripping fluids onto the floor. She clamped all ports and the leaking stopped. She was not sure how long the port was open/leaking. The quad fuse was saved after the tubing change was completed. There was patient involvement; however, no harm was reported.